Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported they were not getting coverage in their painful leg area. Re-programming was attempted but they were unable to get coverage. Consultant reviewed the patient and decided to add an additional lead, which took place (B)(6) 2023. They confirmed coverage on the table at this date, and it was noted the event was resolved without sequelae on (B)(6) 2023. The event resulted in an unscheduled clinic or office visit, and surgical intervention by adding an additional lead. Etiology noted a causal relationship between the event and the device or therapy, and no relationship between the event and the implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.